Event description:
At about 9 am on (B)(6), the medical staff found the catheter was broken during infusion, and it had slipped into the patients' body. Immediately noticed the insertion nurse and then the patient was x-rayed and the catheter was found transferred to the axillary vein, and it required to be solved as soon as possible. After emergency treatment and sending the patient to invasive technology department for consultation by the hospital at 4 pm on that day, the hospital successfully removed the PICC catheter by interventional endovascular foreign body capturing operation. The patient has breast cancer and is (B)(6) years old. After successfully removing the catheter, the patient was relatively calm after the surgery, having no other significant injury.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is an incorrect manufacturing lot number.